Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: japan. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the device's tube came off and the operating room floor got wet with saline. There was no harm or injury to the patient and no delay was reported. Due diligence is complete. No additional information was available.no adverse event reported.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Visual examination of the returned product confirmed the fluid spike was detached from the tubing of the device. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.